Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. (B)(4) was opened on (B)(4) 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The implants failed and the pt went on to a non-union. The pegs often do not thread into the plate. The pt is scheduled for revision surgery on (B)(6) 2011.